Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. We could not investigate the manufacturing record because the lot number of the subject device was not provided. Based on the past similar cases, omsc assumed that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic procedure, an unspecified thunderbeat device was used. The edge of tissue pad detached inside the patient after 30 minutes of use. The user could not find the fragment. There was no patient injury reported. No further information was provided. This is the report regarding the missing of the tissue pad.